Event description:
It was reported the patient complained of a burning sensation at the scs ipg pocket site. No further information was available and the next course of action has not been determined.

Event description:
Additional information obtained identified there are no signs of burning on the patient's skin. In addition, the patient's physician determined the burning sensation was not caused by the stimulator. The patient continues to use the system's stimulation therapy with no issues.